Event description:
A malfunction alarm was reported by the customer, and the specific error code was resettable. There was no reported impact on the customer's blood glucose level. The customer had already reset the malfunction code before contacting support and was advised to reach out again if the issue persisted. Technical support provided guidance on resetting the pump and assisted the customer in the process.